Event description:
Meter name: one touch basic enhanced. Strip name: lifescan. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: headache/shaky. A patient reported they went to a clinic. Their meter allegedly was inaccurately low. The result on their meter was 60 mg/dl. The result on the clinic meter was 260 mg/dl. The time difference between patient's meter and clinic was unknown. Patient was not treated. No further information has been reported.